Event description:
Subsequent to the initially filed medwatch, additional information was received. It was reported the procedure was to treat a mildly tortuous and calcified lesion in the right coronary artery (rca). No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat an unknown lesion. The rx trek balloon dilatation catheter (bdc) was inflated to 8 atmospheres (atm) when the balloon ruptured. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.